Event description:
It was reported the device was used during a bowel procedure. It was reported the tlc55 was fired over a bowel. It cut completely, but did not completely form staples. This occurred on the first firing. The device was used for subsequent firings during the procedure without difficulty. It was discarded after the case. There was no consequence to the pt.